Manufacturer narrative:
The t:slim pump user guide states that the auto- off alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm in the morning. The customer's blood glucose (bg) level was 200 mg/dl and insulin from a pen was used to address the bg level. Tandem technical support reviewed the cause of the alarm with the customer and advised the customer to consult with a healthcare provider prior to modifying the setting.